Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube according to drawing. An inflation/deflation test was performed. Air was applied to the cuff, and it was observed the cuff the cuff held the air. No failure mode was observed in the received sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the cuff did not inflate. The customer reported there was no patient involvement.